Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was prompting the "apply blood" message, after a blood sample had been applied to the test strip. The medical affairs specialist (mas) spoke with the pt on june 16, 2008 and obtained the following info. The pt reported that the alleged issue began a couple of days prior to contacting lfs. On the morning of two days prior to original date, the pt attempted to test her blood glucose, but when the sample was placed on the test strip, the subject meter reportedly did not count down and provide a reading. Instead, it continued to display "apply blood". The pt proceeded with administering her usual dose of lantus insulin (180 units in the morning and 220 in the evening) and also administered 60 units of humalog insulin, which she takes on a sliding scale. The next morning, the pt reported feeling "tired" and also having a "dry mouth". Since she was unable to test on the subject meter, she claims she went to see her doctor on the afternoon of the next day. The pt reported being tested on the doctor's meter and obtained a result in the "300's", and was then treated with 15 units of symlin, which the pt claimed was a different type of medication her doctor had discussed she would place her on. On the evening of the same day, the pt then reported feeling "sweaty". Her doctor had given her a one touch ultramini meter and at about 9 pm that evening the pt tested and obtained a result either in the "300's or 400's". The pt indicated she took approximately 76 units of humalog and at bedtime took her usual dose of lantus (220 units). The pt claims she felt better the next day. At the time of troubleshooting, the cca confirmed that the test strip was drawing the sample into the test area, and that the pt was using the correct testing technique. However, the issue remained unresolved at the end of troubleshooting. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the alleged issue and reportedly was treated by the hcp for symptoms suggestive of severe hyperglycemia after the alleged meter issue began.